Event description:
Customer reported secondary infusion faster than expected. Infusion of potassium 10 meq programmed via device at 100 mg/hr. Prior to leaving bedside rn observed fast drops through drip chamber and stopped infusion immediately. Rn tried several different pump modules (only one device was sequestered) and same result was observed. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided. Manufacturer's report number: 2016493-2014-00495. (B)(4).

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.